Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (a hysteroscopy due to complications from the essure® device.). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device / migration of essure device / misplaced essure device removed from uterine cavity") in an adult female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 (((B)(6) 2000 and (B)(6) 2002)), miscarriage, tonsillitis, shirodkar operation and vaginal delivery. Concurrent conditions included obesity, tobacco abuse, alcohol use and cigarette smoker. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial infection ("bacterial infection"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / pain (constant, severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("persistent menstruation issues"), back pain ("lower back pain (constant,severe)") and abdominal pain lower ("more cramping / lower abdomen pain"). The patient was treated with surgery (a hysteroscopy due to complications from the essure device / surgical removal of device). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial infection, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: misplaced intrauterine device, unable to find strings in the office diagnosed by computed tomography scan or ultrasound.it was used then to grasp, what initially was thought to be, an iud (intrauterine device) string but turned out to be a wire attached to a misplaced essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s via medical records confirming event : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device / migration of essure device / misplaced essure device removed from uterine cavity") in an adult female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 (B)(6) 2000 and (B)(6) 2002)), miscarriage, tonsillitis, shirodkar operation and vaginal delivery. Concurrent conditions included obesity, tobacco abuse, alcohol use and cigarette smoker. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 209, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial infection ("bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / pain (constant, severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("persistent menstruation issues"), back pain ("lower back pain (constant,severe)") and abdominal pain lower ("more cramping / lower abdomen pain"). The patient was treated with surgery (a hysteroscopy due to complications from the essure device / surgical removal of device). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, back pain and abdominal pain lower outcome was unknown and the depression and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial infection, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: misplaced intrauterine device, unable to find strings in the office diagnosed by computed tomography scan or ultrasound. It was used then to grasp, what initially was thought to be, an iud (intrauterine device) string but turned out to be a wire attached to a misplaced essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s via medical records confirming event : device dislocation" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events depression & mental anguish were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device / migration of essure device / misplaced essure device removed from uterine cavity") and complication of device insertion ("other injury(ies) or complication(s) please describe: insertion injury") in a 33-year-old female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 2000 and (B)(6) 2002)), miscarriage, tonsillitis, shirodkar operation and vaginal delivery. Concurrent conditions included obesity, tobacco abuse, alcohol use and cigarette smoker. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In january 2013, the patient experienced bacterial infection ("bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In october 2013, the patient experienced complication of device insertion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / pain (constant, severe)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 10 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), back pain ("lower back pain (constant,severe)") and abdominal pain lower ("more cramping / lower abdomen pain"). The patient was treated with surgery (a hysteroscopy due to complications from the essure device / surgical removal of device). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, complication of device insertion, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, back pain and abdominal pain lower outcome was unknown and the depression and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial infection, complication of device insertion, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: misplaced intrauterine device, unable to find strings in the office diagnosed by computed tomography scan or ultrasound.it was used then to grasp, what initially was thought to be, an iud (intrauterine device) string but turned out to be a wire attached to a misplaced essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patient¿s via medical records confirming event : device dislocation" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event other injury(ies) or complication(s) please describe: insertion injury added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device / migration of essure device") in an adult female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included gravida ii, parity 2 (((B)(6) 2000 and (B)(6) 2002)), recurrent abortion, tonsillitis, shirodkar operation and vaginal delivery. Concurrent conditions included obesity, tobacco abuse, alcohol use and cigarette smoker. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial infection ("bacterial infection"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / pain (constant, severe)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("persistent menstruation issues"), back pain ("lower back pain (constant,severe)") and abdominal pain lower ("more cramping / lower abdomen pain"). The patient was treated with surgery (a hysteroscopy due to complications from the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial infection, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: misplaced intrauterine device, unable to find strings in the office diagnosed by computed tomography scan or ultrasound. It was used then to grasp, what initially was thought to be, an iud (intrauterine device) string but turned out to be a wire attached to a misplaced essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s via medical records confirming event : device dislocation". Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs received - new event,"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial infection, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain / pain (constant, severe), vaginal discharge, fatigue, lower back pain (constant,severe), more cramping / lower abdomen pain, she did not undergo essure confirmation test" were added. Lot number was added. Product implant and explant date was updated. New reporter were added. Historical and concomitant conditions were added. Lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device / migration of essure device / misplaced essure device removed from uterine cavity') and complication of device insertion ('other injury(ies) or complication(s) please describe: insertion injury') in a 33-year-old female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 2000 and (B)(6) 2002)), miscarriage, tonsillitis, shirodkar operation and vaginal delivery. Concurrent conditions included obesity, tobacco abuse, alcohol use and cigarette smoker. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In january 2013, the patient experienced bacterial infection ("bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In october 2013, the patient experienced complication of device insertion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / pain (constant, severe)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 10 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), back pain ("lower back pain (constant,severe)"), abdominal pain lower ("more cramping / lower abdomen pain"), cystitis ("bladder / urinary problems -bladder infection"), urinary tract infection ("urinary problem -urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (a hysteroscopy due to complications from the essure device / surgical removal of device). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, complication of device insertion, menstrual disorder, bacterial infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, back pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal discharge, depression, anxiety, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial infection, complication of device insertion, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: misplaced intrauterine device, unable to find strings in the office diagnosed by computed tomography scan or ultrasound. It was used then to grasp, what initially was thought to be, an iud (intrauterine device) string but turned out to be a wire attached to a misplaced essure device. Plaintiff revived treatment for bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Lot number: 628147 manufacture date: 2008-09 expiration date: 2011-09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device / migration of essure device / misplaced essure device removed from uterine cavity') and complication of device insertion ('other injury(ies) or complication(s) please describe: insertion injury') in a 33-year-old female patient who had essure (batch no. 628147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (((B)(6) 2000 and (B)(6) 2002)), miscarriage, tonsillitis, shirodkar operation and vaginal delivery. Concurrent conditions included obesity, tobacco abuse, alcohol use and cigarette smoker. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial infection ("bacterial infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced complication of device insertion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / pain (constant, severe)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 10 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), back pain ("lower back pain (constant,severe)"), abdominal pain lower ("more cramping / lower abdomen pain"), cystitis ("bladder / urinary problems -bladder infection"), urinary tract infection ("urinary problem -urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (a hysteroscopy due to complications from the essure device / surgical removal of device). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, complication of device insertion, menstrual disorder, bacterial infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, back pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal discharge, depression, anxiety, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bacterial infection, complication of device insertion, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: misplaced intrauterine device, unable to find strings in the office diagnosed by computed tomography scan or ultrasound.it was used then to grasp, what initially was thought to be, an iud (intrauterine device) string but turned out to be a wire attached to a misplaced essure device. Plaintiff revived treatment for bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet recived, event outcome and rcc added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.